Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was dissatisfied with how the ipg was positioned in the pocket. As a result, the patient underwent surgical intervention on (B)(6) 2018 wherein the ipg was relocated from the left buttock to the left abdomen. Effective therapy was restored post operatively.